Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. Kimberly-clark was initially alerted on april 2 however we received sufficient information to enable processing of the event on april 30. K-c has reached out to the reporter to request further consumer information including product information and situation details.

Event description:
The information provided indicated the consumer reported that the tampon came apart upon removal and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer experienced vaginal irritation, infection and other symptoms.